Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported there was loss of therapeutic effect. The patient lost pain relief about 6 weeks ago, approximately (B)(6) 2012. The patient was reprogrammed by a manufacturer's representative (rep) on (B)(6) 2012, but she was still not getting pain relief, "only 10-20 minutes." The patient used to get pain relief continuously. The patient noted her doctor was talking about implanting a second lead for pain relief. There was no known accident or incident related to this complaint. The patient's status was unknown. The patient requested further programming as she still did not have pain relief. Additional information received from the patient reported she was still having concerns regarding her device or therapy, but she was working with her doctor or rep. The patient had appointments on (B)(6) 2012. The patient's unit was "maxed out" and she needed another lead. Additional information received from the patient reported that she had "catastrophic lead failure" and had a new lead and ins implanted in 2012.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.